Event description:
Device malfunction: stent delivery system detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that an xceed stent was successfully implanted in the left popliteal artery. During removal of the stent delivery system (sds), the radiopaque tip separated from the hypotube shaft but remained on the guide wire in the body. The detached tip was completely removed within the sheath. There was no adverse pt effect. Right femoral arteriotomy closure was attempted using a perclose at. When attempting to deploy the device "both sutures were cut". The device was removed and hemostasis was achieved using manual compression. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(Off label, vascular use). The device was received. Investigation is not complete. The perclose at (part 12337-04, lot 59203-6h) is being filed on a separate medwatch.